Manufacturer narrative:
The complaint investigation for false reactive alinity I havab igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformances or deviations associated with the likely lot number 44559be00 and complaint issue. The overall performance of alinity I havab igg was reviewed using field data from customers worldwide. Standard deviation to cutoff for the negative population and median values (for the negative population) for the complaint lot 44559be00 is within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I havab igg for lot 44559be00 was identified.section d4 lot # was updated from unknown to 44559be00 on 01jun2023.

Event description:
The customer observed an increase in reactive rates for the alinity I havab igg assay. The initial results are low reactive and repeat nonreactive. The following data was provided (interpretation of results: >/= 1.00 s/co is reactive): (B)(6) 2023 sid (B)(6) initial result = 1.08 s/co, repeat = 0.39 s/co. (B)(6) 2023 sid (B)(6) initial result = 1.02 s/co, repeat = 0.96 s/co. (B)(6) 2023 sid (B)(6) initial result = 2.54 s/co, repeat = 0.96 s/co. (B)(6) 2023 sid (B)(6) initial result = 1.81 s/co, repeat = 0.93 s/co. (B)(6) 2023 sid (B)(6) initial result = 1.28 s/co, repeat = 0.66 s/co. (B)(6) 2023 sid (B)(6) initial result = 1.11 s/co, repeat = 0.57 s/co . No impact to patient management was reported.

Event description:
The customer observed an increase in reactive rates for the alinity I havab igg assay. The initial results are low reactive and repeat nonreactive. The following data was provided (interpretation of results: >/= 1.00 s/co is reactive): (B)(6) 2023, sid (B)(6), initial result = 1.08 s/co, repeat = 0.39 s/co; (B)(6) 2023, sid (B)(6), initial result = 1.02 s/co, repeat = 0.96 s/co; (B)(6) 2023, sid (B)(6), initial result = 2.54 s/co, repeat = 0.96 s/co; (B)(6) 2023, sid (B)(6), initial result = 1.81 s/co, repeat = 0.93 s/co; (B)(6) 2023, sid (B)(6), initial result = 1.28 s/co, repeat = 0.66 s/co; (B)(6) 2023, sid (B)(6), initial result = 1.11 s/co, repeat = 0.57 s/co; no impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p26 has a similar product distributed in the us, list number 8p27.